Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. Stryker replaced the device's battery pins as preventative measure. Proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device unexpectedly shut off during patient use. In this state the device would be inoperable and defibrillation therapy may not be available if needed. This issue is patient related; however there was no adverse event reported.